Event description:
When opening two packages of towels, it was noted that the package tore easily causing the towels to be contaminated both times. This was caught before placing them on the sterile field.